Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Juice candy and food was consumed to treat low bg. Reportedly, the customer suspected the cause was due to being sensitive to activity or receiving too much insulin. Additionally, the customer alleged that the bolus information on the pump history was inaccurate. Review of the pump data logs verified that the customer unlocked the pump and entered large amounts of carbohydrates into the bolus menu and delivered the boluses. Customer acknowledged the information; however, maintained belief not having entered the alleged values. Multiple attempts were made by the clinical diabetes specialist to perform troubleshooting; however, the customer did not respond.